Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer¿s blood glucose was 319 mg/dl at the time of the incident. The customer¿s current blood glucose was 306 mg/dl. Customer treated with insulin pump. Assisted customer with performing displacement test. The customer received no reservoir detected. Assisted with performing the high pressure test. The customer received insulin flow blocked. The insulin pump will be returned for analysis